Manufacturer narrative:
The unit was received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch, cracked case at display window corners, broken reservoir tube lip,cracked battery tube threads, cracked belt clip slot and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen from being dropped in the bath. Customer's blood glucose was 135 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.